Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during device change out, the device set screw was in the barrel of the port causing asystole in the patient when the lead was reconnected. The physician surmised that the set screw most likely had settled in the device port and when the lead was connected, there was no capture to the pacer dependent patient. The device was reprogrammed to asynchronous pacing and external pacing was administered to provide pacing for the patient. The physician retracted the set screw, inserted the lead and pacing through the device resumed. The device remains in use. No further patient complications have been reported as a result of this event.